Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date ng, 2009, inratio 4.4. 4.9, lab ng, 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio 4.9, reference 2.3, mean 3.60, confidence limits 2.0 - 5.0. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. It was revealed that the patient's coumadin dose was decreased due to a meter result of 4.4. Reported inratio inr data of 4.4 is not valid for comparison because time elapsed between results exceeded three hours. If the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient. In-house investigation was performed on returned meter and strip. Visual inspection revealed contamination around heater deck. Other meter functions were checked and passed. Meter memory verified. Reported result of 4.9 registered per memory. Accuracy testing was performed on returned meter and returned strip, which revealed that accuracy met criteria. Product deficiency not established. Further action not required. The allowable difference between the inratio inrs and sysmex inrs were calculated. At least two out of three replicates for both samples of lot 214549 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required. As of 2009, seven discrepant result complaints were reported for lot # 214549 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further acton is warranted. No corrective action required at this time as no product deficiency was established.